Manufacturer narrative:
The technician found the brake/steer pedal weld is cracked at the pin that connects the central brake. He replaced the brake/steer pedal to repair the bed.

Event description:
The account alleged the brake is not holding.